Event description:
Information received by medtronic stated that the insulin pump had a multiple pump error alarms. Customer received the errors after the battery was changed. The customer stated that they were able to clear but not able to rewind the pump. In troubleshoot, insulin pump passed the self-test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.